Event description:
Harmonic scalpel quit working at the beginning of the case. Harmonic cord tested and reportedly working correctly. Defective harmonic scalpel removed from surgical field and replaced with new harmonic scalpel. Surgery completed with no further incidence or untoward patient complications.